Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were low grade fever, redness on a very large area around the ipg site and inflammation. The patient was prescribed antibiotic. It was believed that the staples were removed early and that seemed to help the infection. The physician confirmed that the infection was related to the procedure and not to the device. It was also reported that the patient was to continue the antibiotics for another week. It was determined that the infection was clearing up and the site looked good.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were low grade fever, redness on a very large area around the ipg site and inflammation. The patient was prescribed antibiotic. It was believed that the staples were removed early and that seemed to help the infection. The physician confirmed that the infection was related to the procedure and not to the device. It was also reported that the patient was to continue the antibiotics for another week. It was determined that the infection was clearing up and the site looked good.